Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular undersensing was noted. The undersensing was suspected to be caused by the patients smart phone. The patient suffered no adverse consequences after the event.